Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed air bubbles throughout the infusion set tubing during the fill tubing process. The customer changed out the cartridge and infusion set to resolve the issue. Insulin delivery was resumed. The customer could not recall if the blood glucose level was impacted.